Manufacturer narrative:
Initial reporter phone:(B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-001178148

Event description:
It was reported that an unknown patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The hemostatic valve was broken. The sluice valve is defective. The membrane was destroyed, so blood ran out of the vizigo. A new lock was exchanged. No further damage has occurred. The surgery was delayed 3 minutes due to the reported event. There were no patient consequences. The hemostasis valve (gasket) is not broken. No photo available. The sheath was being used on the patient. No air entered the patient. This issue did not require percutaneous or surgical removal. The patients hemodynamics were not compromised due to bleeding; the lock was immediately exchanged for a new one. The bwi understood from the doctor that it was only drops of blood that was lost; they guess 1-5ml. No medical intervention was necessary. Hemostatic valve separation is MDR-reportable.

Manufacturer narrative:
On 1-oct-2022, the product investigation was completed. It was reported that an unknown patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The hemostatic valve was broken. Device evaluation details: visual analysis revealed that the hemostatic valve was dislodged inside the shaft of the device. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off axis angle of insertion. Valve dislodgement occurs when extreme off axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide) a device history record evaluation was performed for the finished device number 50000111 and no internal action was found during the review. The issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 5-sep-2022, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:: (B)(4).